Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to uneven adhesive flow in the hub assembly during manufacturing. Corrective action has been implemented and is currently being monitored for its effectiveness.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other armada 35 device referenced is filed under a separate medwatch report number.

Event description:
It was reported that during preparation of both armada 35 devices, during flushing and pulling negative pressure on the syringe, leaking was observed below the proximal end of the balloon. The devices were not used and there was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.